Event description:
The open-end flexi-tip ureteral catheter snapped in half while in use.

Manufacturer narrative:
Received from the customer a used catheter noting two segments inside the package. The tip segment was noted to be 28.5cm in length and the second to be 40.6cm with a total length of 69.1cm. In viewing the increment markings on the catheter, it was found that approximately 5mm of the catheter tubing was not returned. Under magnification, the separated ends have a pinched appearance and are founded inward; also noting the separated ends are not mating fractures. The customer has been contacted concerning the 5mm segment that was not returned; the customer responded stating: nothing was left in the pt. The appearance of the device indicates had been partially cut by an instrument of undetermined origin and then pulled to separation.